Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the mobile viewing station (mvs) fuses were replaced. The imaging system then passed the system checkout and was found to be fully functional. The replaced fuses have been returned to the manufacturer and are currently under analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported that following a case, the imaging system was relocated back into storage. Upon plugging the system in, it was found that the system would not charge. The image acquisition system (ias) turned on, however the mobile viewing station (mvs) did not turn on. The outlet in use was confirmed to be functional. There was no patient present when this issue was identified.

Manufacturer narrative:
The fuses were returned to the manufacturer for analysis. Analysis found that both fuses failed continuity testing, electrical failure. If information is provided in the future, a supplemental report will be issued.